Event description:
Procedure: low anterior resection. According to the reporter:the staples did not form when the device was fired. This resulted in a 10 minutes delay of the surgery. The surgeon had to resect tissue to continue the case. There was no more reported patient injury or impact.